Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she stated that she noticed cracks by the "top two screws at first, then the whole front cover came off when I tried to unplug it." Customer did indicate that underlying electronics are exposed. Customer also indicated she did see sparks she had to stomp out to prevent burning to her carpet. Customer did indicate no injuries were sustained as a result of the issue. The product was received by medela on (B)(4) 2012. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that there is a breach in the transformer, which is a safety risk. This type of failure is typically associated with dropping the unit into a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1.2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. When product testing/analysis is complete, a f/u report will be filed.

Event description:
Customer reported to customer service that the power supply for her breast pump is falling apart - the "screws on the base of the transformer that plugs into the wall have come out and it is falling apart."